Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-sensed t-wave over-sensing exhibited by their implantable cardiac monitor. Programming changes were discussed with a healthcare provider. Patient had no consequences as a result of this event.